Event description:
Customer reported they were unable to use their locked freestyle flash meter as the display screen had frozen. The meter was returned and has been confirmed to exhibit the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
Complaint confirmed. The device has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the fa16may2006 letter.